Manufacturer narrative:
The implant of the patient¿s ipg is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (belgium) the device displayed the end of service (eos) message. The patient is not receiving therapy and will likely require surgical intervention. As a result, the physician explanted and replaced the patient¿s ipg with a new model, resolving the issue.

Manufacturer narrative:
Corrected data: the patient had not lost stimulation , and this lack of stimulation was previously reported in error. It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.